Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigation confirmed that the instrument has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the reported complaint. Fa found the instrument to have the overmolded seal adapter broken. The broken piece was not returned, measuring roughly 0.07¿ x 0.04¿ in size. The root cause of this failure is typically attributed to misuse. No image or procedure video was provided for review. A review of the device logs for the monopolar curved scissors (part# 430004-53 / lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the identified failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the monopolar curved scissors instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.